Event description:
It was reported that an animal underwent a cataract procedure on an unknown date and suture was used. On the one day recheck, it was noted the suture strand was broken but the knot was intact.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.